Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, valve replacement was challenging due to the patient¿s bicuspid native valve. During full deployment, the valve dislodged into the left ventricular outflow tract (lvot). Per the physician, the dislodgement may have been caused by recoil when the valve paddles were released from the delivery catheter system. No treatment was provided to address the dislodgement. Seven months following the valve implant, moderate paravalvular leak and moderate-severe mitral regurgitation were reported. Medication was given. No additional adverse patient effects were reported.